Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Tandem customer technical support educated the customer of filling the cartridge with room temperature insulin. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.